Manufacturer narrative:
Evaluation summary: quality assurance analysis of the returned device revealed that the stent was not returned with the delivery system. A pinhole rupture in the balloon. Scratches were noted on the balloon. Quality engineering has concluded that the scratch on the balloon may have been accidentally made during the mfg process. This scratch likely opened to a hole during the inflation process causing inflation difficulties. A review of the mfg records for this product lot revealed no non-conformities. Quality engineering has concluded that no corrective action is warranted at this time. The frequency of this type of product issue is low based on the number of units sold. Quality engineering will continue to monitor for this type of product issue. This MDR is considered closed by the quality assurance department.

Event description:
It was reported the multi-link hp was introduced into the lesion and inflated slowly. Contrast material was noted distal and proximal to the stent, but not at the stent. At that time it was noted that the stent was not on the balloon. The stent was located in the rca where it was post dilated. Reportedly no pt injury occurred.